Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, and the displacement test. Pump trace download analysis confirmed the device alarmed power error 25, low battery, and power loss. The power management tool confirmed power error 25, low battery, and power loss alarms were triggered when the battery loaded voltage was less than 3.5 volt for 4 consecutive hours due to connector resistance electrical board 1. After disconnecting and reconnecting the internal battery connector on electrical board 1, the device was monitored and functioned properly. No unexpected replace battery now or battery failed alarms noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call they had high blood glucose values and insulin pump had power loss alarms. The customer¿s blood glucose was 411 mg/dl. Customer was successfully able to clear the power loss alarm. The insulin pump will be returning for analysis.